Event description:
It was reported that a patient presented with inappropriate shock due to incorrect interpretation of signal noted on the patient's implantable cardioverter defibrillator. Programming changes were suggested. No information regarding adverse patient consequences were reported.